Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported pericardial effusion and death occurred. During a transcatheter aortic valve replacement (tavr) procedure while the aortic bioprosthetic valve was being placed the patient's blood pressure dropped. Echocardiogram showed pericardial effusion. The valve was then pulled back, not implanted. Pericardial puncture was performed, and cardiopulmonary resuscitation (CPR). The patient remained unstable, and surgical pericardial repair with a patch was performed. Left ventricle (lv) perforation by the amplatz super stiff wire was identified. The patient died on the same day as the procedure, (B)(6) 2018, due to the bleeding associated with the effusion.